Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The physician attempted to place the 3.50x16mm taxus liberte drug eluting stent, but felt resistance. Then the physician noticed that the stent was dislodged from the balloon. The stent was not retrieved and remains in the pt. The procedure was completed with a non-bsc stent. Additional info was requested but not provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.